Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced infection, bowel problems, recurrence, bleeding, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2007 due to sui. It was reported that patient underwent mesh revision on (B)(6) 2014 due to sui.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary trat infection, and urinary retention. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 04/26/2017. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with thoracoabdominal lysis of adhesions, suprapubic tube placement and bladder augmentation (enterocystoplasty).